Manufacturer narrative:
The field report of low sensing and increased threshold was not confirmed. As received, a complete lead was returned in one piece. X-ray examination and electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, decreased sensing and increased threshold was revealed. The lead was explanted and replaced. The patient is well.